Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallstent biliary uncovered stent was to be used in the common bile duct during a biliary stenting procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 5cm stricture due to malignancy. Reportedly, the patient's anatomy was not tortuous. During the procedure, after reaching the target area, the physician attempted to deploy the stent. However, the stent wire perforated the sheath so the stent could not deploy. The stent was removed from the patient fully constrained on the delivery system and the procedure was completed with another wallstent biliary uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.